Event description:
It was reported that this pacemaker system was explanted due to chronic patient pain at the implant site. The right atrial (ra) and right ventricular (rv) leads were explanted as well. There was helix retraction issue noted when the rv lead was attempted to be explanted and the helix was surgically abandoned. A leadless pacemaker was successfully implanted. This pacemaker and leads were received for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Corrected field: d6b explant date.

Event description:
It was reported that this pacemaker system was explanted due to chronic patient pain at the implant site. The right atrial (ra) and right ventricular (rv) leads were explanted as well. There was helix retraction issue noted when the rv lead was attempted to be explanted and the helix was surgically abandoned. A leadless pacemaker was successfully implanted. This pacemaker and leads were received for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system was explanted due to chronic patient pain at the implant site. The right atrial (ra) and right ventricular (rv) leads were explanted as well. There was helix retraction issue noted when the rv lead was attempted to be explanted and the helix was surgically abandoned. A leadless pacemaker was successfully implanted. This pacemaker and leads were received for analysis. No adverse patient effects were reported.